Manufacturer narrative:
The investigation into the battery failure issue has been completed. The impella automated controller was returned for investigation. The long-term log was reviewed and noted that prior to the complaint date of occurrence, cell 1 voltage of battery 1 had been declining for an extended period of time. It was confirmed that the persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. During bench testing when the console was booted for the first time, console alarms were consistent with what was seen in the field. The battery failure was due to a defective battery 1 (decline of individual cell voltage). The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant notified the clinical consultant that the automated impella controller (aic) generated a battery failure red alarm. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.